Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station experienced cubie failure. A field service engineer cleaned beneath the half-height cubie pockets on rowboard a to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced cubie failure in the main drawer 3.1. This incident resulted in a delay in patient care and confirmed that there was no patient harm there were no adverse events or injuries reported based on this incident.